Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine check in (B)(6) 2015 the magnet frequency showed that the device was at 100 beats per minute with one year remaining battery. The most recent follow up in (B)(6) 2016 the device had triggered end of life (eol) functioning in vvi50. It was noted that there was an increase in the pacing thresholds of the right ventricular lead. The lead remains implanted but is not being used, a new competitor lead was implanted. A device replacement is scheduled. Upon explant he device will be returned for analysis. No adverse patient effects were reported.